Event description:
It was reported the clinician could not access the right contralateral side of the excluder bifurcated endoprosthesis because it was completely occluded due to pt anatomy. The aaa therapy was adjusted to accommodate of unplanned aorto uni iliac (aui) procedure. There was no allegation of product deficiency made by the clinician. Pt status is stable.